Event description:
It has been reported to philips that the image computer was defective, which can impact imaging. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image computer hard disk drives, and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary procedure when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) was defective. Review of the system log file confirmed a malfunction of the frontal ip-pc. Due to manufacturing issues, the disk bay or dimm (dual in-line memory module) may not function as intended on nehalem pcs, which are used on the system as host pc, flexvision pc, and ippc. This can cause problems with the system's pcs where the system stops functioning, and no imaging is possible. Philips has initiated medical device corrections (z-1151-2024; z-1156-2024). The fse replaced the ip-pc and its hard disk drives (hdd). The ip-pc was returned to philips for further analysis. Although the cause of the failure was not conclusively determined by the supplier's part analysis, after replacement of ip-pc and hard disk drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.